Manufacturer narrative:
Additional information was provided on the event on (B)(6)2021. The patient is female. Patient¿s condition improved. Physician relates the cause of the adverse event to the procedure. Therefore, processed field "a3. Gender". Also, clarified on 6/15/2021, that for the physician comment that the perforation might have been caused by the catheters placed in the right ventricle (rv) or when looking for a cs inlet, the catheters used in the rv and during cs inlet were not biosense webster, inc. Products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30443209m number, and no internal action related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During re-map after ablation had been applied to the mitral annulus, the patient complained about difficulty in breathing and became hypotensive. Body surface echo was prepared while performing cardiac massage. Cardiac tamponade was then confirmed and pericardiocentesis was done to drain an unknown amount of fluid. Blood pressure recovered and the patient was transferred to the intensive care unit. There¿s no report of prolonged hospitalization. Physician commented the perforation might have occurred by the catheters placed in the right ventricle (rv) or when looking for a coronary sinus inlet. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this is being conservatively coded under the bwi ablation catheter since the issue was discovered after ablation had been already applied; therefore, the ablation catheter cannot be excluded. It is the physician¿s opinion that the perforation might have been caused by the catheter placed in the rv; however, there¿s no information on which catheters were placed in the rv nor that those catheters were bwi products. Additional follow up is to be conducted to obtain clarification. Should more information become available, it will be reviewed and processed accordingly.